Event description:
Altitude alarm was reported by the pump, which affected customer's ability to continue insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean speaker holes and reconnect the pump cartridge, allowing insulin to resume. After following these steps, the pump returned to normal operation, and technical support offered additional guidance for preventing altitude alarms.